Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated bipolar instrument was analyzed and found to have a broken main tube approximately 51.55mm from the distal tip. A piece measuring approximately 3.8mm x 5.6mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. The complaint regarding the front of the instrument being broken was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the tip-up fenestrated grasper instrument was broken at the front. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the missing material/damage reported occurred outside of the surgical procedure. There were no reports of any fragments falling inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications.